Event description:
During routine ICD check elevated lead impedance an rv lead was noted, first on check 2 weeks prior, then on day of explant (2007). Medtronic technical svcs felt this could be due to lead fracture. In 2007-ICD lead removal with new ICD lead placement.